Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. Customer's blood glucose level was reported at 262 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor gold. The motor passed motor test. The insulin pump passed basic occlusion, no delivery and displacement tests. The insulin pump was received within normal operating currents, no unexpected low battery alarm noted and no blank display noted. The insulin pump was received without original belt clip, has minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.